Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was later reported via email on 18 march 2020 from international business center (ibc) representative, it is unknown how the catheter was eventually removed.

Manufacturer narrative:
The reported event was confirmed. The device was used for treatment. The device met specifications. The device was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one used two way silicone foley with cut drainage tubing and sample port connector without the original packaging. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution in 49.42 seconds. The catheter met the specification "balloon shall inflate and deflate normally with use of syringe." Per the standard. Although the reported failure was unconfirmed, the most likely potential root cause could be physiological interferences. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was later reported via email on 18 march 2020 from international business center (ibc) representative, it is unknown how the catheter was eventually removed.